Manufacturer narrative:
A navigator certain implant mount was returned along with the implant mount screw and was visually inspected with the naked eye and 10x magnification. Upon observation, the mount screw had fractured at the tip. The fractured piece was not returned. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, added follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added event problem codes, added evaluation codes.

Event description:
The dentist reported that while attempting to torque down implant, the navigator mount snapped off inside of the implant. They were able retrieve it with screw removal tools and complete the surgery within an extra hour.